Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a procedure on (B)(6) 2021. During procedure the right ventricular lead showed high capture threshold and upon the third repositioning, the lead helix was not able to retract. The lead was abandoned and replaced. The patient was stable.